Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of use at the time of event occurrence. The analysis of system log file indirectly confirms malfunction as there was unexpected missing timeframe. The philips field service engineer(fse) went onsite and could not identify the cause of the issue, however reinstalling software and restoring the back-up has solved the issue. After which, the system was return to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up completely. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.